Manufacturer narrative:
(B)(4). Product evaluation found that the lens was returned in liquid in the lens container. Lens implanted upside down, exchange resolved the problem. Visual inspection found no visible damage to lens. Dimensional inspection found lens was within specification. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the lens was implanted upside down. The lens was exchanged for another same model/size lens and the problem was resolved.

Manufacturer narrative:
This product was manufactured in (B)(4) and is not marketed in the u.s. (B)(4) new incision. Secondary surgery. Explanted. Device evaluated by manufacturer? No: lens not returned. (B)(4).

Manufacturer narrative:
A lens work order search was performed and no similar complaints were found within the work order. Per medical review - while the lens is being ejected into the anterior chamber the surgeon must check for lens landmarks to ensure proper lens orientation. If this is not done, the lens may end-up being implanted upside-down. Once the surgeon realizes of the improper orientation, the lens must be removed to avoid complications and a new lens should be implanted. This is normally done using the same incision. Based on the complaint history, work order search, medical review and the evaluation of the returned product, the most probable cause of this event was user's error while loading/injecting the lens in the anterior chamber. (B)(4).